Event description:
It was reported that the surge suppressor pcb on the 2800 system failed. It was reported that this was noted while performing a field modification (fmi). There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Surge suppressor pcb replaced. The system was tested and found to be working as intended and placed back into service.